Event description:
It was reported that during an orif of a calcaneal fracture, hospital pulled expired norian from inventory and implanted into the calcaneus. Expiration date was may 2011. Hospital noted expiration date after the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No device or lot number was supplied for evaluation, no conclusion could be determined.